Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product was returned. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we assume that the screw was not placed correctly. The complained rod is definitely not the root cause for the problem described in the complaint. No CAPA necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "bone fragments have been pressed into the spinal canal by inserting the longitudinal beam into the screw that was screwed in too far. Implantation (B)(6) 2018." A patient ((B)(6)) underwent spinal surgery on (B)(6) 2018 during a non-interventional clinical study ((B)(4)) and had a pedicle screw inserted too far into lw3 right side; a longitudinal rod was inserted into the screw and added additional pressure to the bone. Bone fragments were created and were found to have inadvertently pressed into the spinal canal. Evidence of the bone fragments was discovered and the patient underwent a revision on (B)(6) 2018. During surgery, reversal of the lw3 screw was performed. It was unknown if the longitudinal rod remained implanted. The bone fragments were retrieved and suturing of a very small dural tear was performed (caused by the bone fragments). Further surgical intervention was performed on (B)(6) 2018. The wound was examined and seroma was "relieved"; it was confirmed that there was no pus or spinal fluid leakage. This case addresses the first revision and removal of bone fragments. All medwatch submissions related to this report are: 9610612-2018-00505. Concomitant products associated with this case include: 1- 6.5 x 50 mm screw; 5 - 5 x 50 mm screws; 6 - set screws; 1 - 5.5 x 80 rod; 1 - 30 x 11.5 x 7mm t space peek; 1 - 34 x 11.5 x 10mm t space peek.